Event description:
Medtronic received information indicating that during the priming phase, a leak was seen coming from the heat exchanger joint of this affinity oxygenator. The device was changed out with no patient affect reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection did not reveal any anomalies. Performance analysis was performed and the device appeared to have been used and was cleaned using a renalin solution in a closed loop circuit. During the cleaning procedure a leak was observed at the hex side seam. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints. (B)(6). (B)(4).

Manufacturer narrative:
Additional information: the initial medwatch submitted did not include device history record review. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).